Event description:
Customer reported that a patient underwent a hernia repair in 2008, and presented seven months later with a recurrent hernia. The patient was returned to surgery for repair. The operating surgeon reports that the mesh contracted and created a ball in the preperitoneal space. The device was partially explanted and replaced. The patient is reportedly in good health.

Manufacturer narrative:
Date sent to the FDA: 12/17/2008. Recurrent hernia - conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.